Event description:
It was reported the patient had l5-s1 fusion in march of 2011. At a six month follow up appointment the surgeon noticed one screw was broken. The broken screw did not warrant immediate revision surgery. The surgeon later scheduled revision surgery for (B)(6) 2012. During the revision surgery the surgeon found an additional broken screw. The surgeon performed further decompression and re-instrumentation. The broken screws were removed successfully and the revision surgery was completed with no harm to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.